Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting while priming and insulin pump had scratches on screen making it harder to read. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the insulin pump was seized, rejecting new batteries and had unexplained random no delivery alarms. Customer stated that the alarm was not loud, backlight not as bright and was occasional unresponsive and grinding noise when rewinding. Customer stated that the clock had to be reprogrammed. The insulin pump will not be returned for analysis.